Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user's blood glucose (bg) level was between 600 mg/dl to 700 mg/dl with moderate ketones. Reportedly, multiple occlusion alarms occurred. The user does not believe the pump is delivering insulin. The user reverted to an alternate pump and the user was able to control bg level.